Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was under infusion of albumin and cardizem. Per report "albumin was scanned to infuse at a rate of 60ml/hr with a total volume to be infused of 100ml. The cardizem was manually entered at a rate of 25mg/100ml to infuse at 5-15mg/hr. A few ml's of both medications infused then the pump was switched to flush." There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-99261 is a concomitant. Please refer to manufacturer report number 2016493-2025-98520, which captured the correct suspect device per investigation report.

Event description:
It was reported that there was under infusion of albumin and cardizem. Per report "albumin was scanned to infuse at a rate of 60ml/hr with a total volume to be infused of 100ml. The cardizem was manually entered at a rate of 25mg/100ml to infuse at 5-15mg/hr. A few ml's of both medications infused then the pump was switched to flush." There was patient involvement but no harm.